Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of high impedance measurement was confirmed. The device was tested on the bench and using automated test equipment and was found to be normal. It is believed the cause of the field event was due to a lead anomaly.

Event description:
It was reported that the pt was admitted to the hosp because of shocks and not feeling well. High impedance was observed. The device was explanted and replaced.